Manufacturer narrative:
H3: the device was still implanted, and no device can be returned. H6: c19 - due to an unknown lot/serial number and no device return, an investigation could not be performed. Neither clinical images enabling direct assessment of product performance, nor the product was returned for evaluation. Citation: huang jt, zhong by, li wc, jiang n, qian d, hu zx, nie h, zhang s, shen j, zhu xl. Emergent tips for acute gastroesophageal variceal bleeding in cirrhotic patients with hepatocellular carcinoma. Abdom radiol (ny). 2024 mar;49(3):900-907. Epub 2023 nov 27. Pmid: 38010526. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A literature was received with the following information. Emergent tips for acute gastroesophageal variceal bleeding in cirrhotic patients with hepatocellular carcinoma. Abdom radiol (ny). 2024 mar;49(3):900-907. Epub 2023 nov 27. Pmid: 38010526. This is a retrospective study of thirty-three patients with acute variceal bleeding (avb) and hepatocellular carcinoma (hcc) undergoing emergent transjugular intrahepatic portosystemic shunt (tips) creation from january 2016 to january 2022 at a participating hospital. The patients underwent implantation of an 8 mm diameter viatorr stent (w. L. Gore & associates, inc, newark, USA). The technical success rate of emergent tips creation was 100% and one patient, suffering a major procedure related adverse event, experienced acute liver failure following emergent tips creation and died on the second postoperative day despite symptomatic therapy. Overt hepatic encephalopathy (he) was observed in eight of the 33 patients. Only 2 patients were diagnosed with shunt dysfunction within one month following tips creation. Subsequently, shunt revision was performed for the prevention of rebleeding.